Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the printed circuit board assembly, and that with the corrosion the unit was unable to power up.

Event description:
The remote monitor was returned with no information and subsequently tested out of specification during manufacturer's analysis.